Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2014. Returns product was not available. Retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(4) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.23 on a patient. There was no patient information available at the time of this report. Returns product is not available for investigation. Date time method result sample(B)(6) 2014 08:00 I-stat 0.23 a(B)(6) 2014 15:00 I-stat 0.00 b(B)(6) 2014 11:39 I-stat 0.06 cthere were no injuries reported with this event.